Event description:
It was reported that pt had a revision.

Manufacturer narrative:
The following other hip devices were also listed in this report: osteolock shell p5 58mm, cat #5260-4-058, lot #btguad; 28mm std 5-40 taper vit head, cat #6264-5-128, lot #caflp; reliance cm cemented hip #3, cat #6265-3-113, lot #c1uch. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. An eval of the devices cannot be performed as the revised devices were retained by the pt and were not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.